Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass surgery the shunt sensor leaked. <1 cc blood loss. Product was changed out. Surgery was successful.

Manufacturer narrative:
The actual device was not returned for investigation; therefore, a retention sample from the same lot was evaluated. The unit was visually inspected and pressurized, and no leak was observed. A review of the device history record revealed no indication of production related anomalies. This unit was sufficiently cured and sealed to pass through a 100 percent leak test. The root cause, a leak from the thermowell position resulting from stress, was identified to be shipping and handling paired with the coupling of the sensor to the bpm head. All available info has been placed on file in quality management for appropriate tracking, trending and f/u. (B)(4).